Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance on the right ventricular (rv) lead was noted. The physician alleges the high impedance could be due to a possible dislodgment; no diagnostic imaging was preformed. The rv lead was capped and a new lead was implanted. The patient was in stable condition.